Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "two episode of peritonitis continuously in one month". The cause of events was not reported. It was not reported if the patient was hospitalized for the events. On an unreported date, the patient was treated with cephalothin (intraperitoneally, dose and frequency not reported). At the time of this report, the patient has recovered from the events. Action taken with pd therapy was not reported. No additional information is available because the reporter declined follow-up.